Event description:
Boston scientific received information that during an atrial flutter ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited pauses in pacing despite the crt-d being programmed in off-electrocautery mode. Pauses lasted between two and six seconds. This occurred when device was programmed to voo 70 but not during voo 40. Technical services discussed device behavior. There were no adverse patient effects as a result of this inhibition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.